Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was electively replaced due to eri status. Noisy egms and oversensing were noted during replacement procedure on both the ventricular and shock egm channels.